Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2014 where three implants were placed. The patient had si joint pain relief for six months before complaining of a recurrence of pain symptoms. The surgeon believed that the most caudal positioned (third) implant may have been loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the initial third implant and replaced it with a longer implant of the same type and added an additional implant of the same type in a more caudal position. The status of the patient following the revision procedure is not known.